Manufacturer narrative:
Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade. During the procedure, a temperature sensor error occurred with the stsf catheter (lot # 30435841m). The catheter was replaced, and the issue was resolved. It was also reported that the smartablate¿ system rf generator (jpn) displayed high impedance (190-240 ohms). The cable was replaced, but the issue remained. Additional troubleshooting was performed; the counter electrode was changed of position, the generator was restarted, the power supply was changed, all cables were removed, and other measures were taken, but the issue continued. They decided to turn off the impedance cut-off so that the system will allow the ablation. The procedure was continued while paying attention to impedance loss. During the ablation phase with the replacement stsf catheter (lot # 30433099m), the patient¿s blood pressure dropped to 100, cardiac tamponade was suspected, but the physician continued the ablation. Post-procedure, pericardial effusion was then confirmed by surface echocardiography. Per gvp (unclear what gvp is) report, cardiac tamponade occurred. There is no further information about the hospitalization and if any additional intervention was performed. No further information is known regarding the patient status. The physician commented that the issue might have occurred due to the high impedance and high contact force during cauterization, or due to physiological reasons, as pericardial effusion was noticed prior to the case. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. It was reported that baseline effusion was confirmed prior to the case; however, with the information available that cardiac tamponade occurred, it is most likely that the effusion grew during the ablation which caused tamponade. Therefore, this is being conservatively reported under the stsf catheter used during the ablation (lot # 30433099m) as this condition is life threatening. The temperature sensor issue was assessed as not MDR reportable since the customer did not provide specific details and there was no indication that the temperature cut-off value was exceeded. The high impedance issue was assessed as not MDR reportable since in this case the generator stopped delivering radio frequency energy as intended. This was confirmed as they reported that they decided to turn off the impedance cut-off so that the system would allow the ablation. Therefore, since the ablation stopped, the risk to the patient was remote. Since this event (cardiac tamponade) is life threatening, it is most likely that additional intervention is required to prevent permanent impairment of a body function or permanent damage to a body structure, therefore, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade. Additional information was received on (B)(6)2021 stating that the patient¿s blood pressure that were about 180 before the case, dropped to 100. Post-procedure, pericardial effusion was then confirmed by surface echocardiography. Clarifying information was received stating that gvp means adverse event. The device evaluation was completed on 4/9/2021. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30435841m number, and no internal action related to the reported complaint condition were identified. As part of biosense webster¿s inc. (Bwi) quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 3/24/2021, additional information was received clarifying that a thermocool® smart touch® sf bi-directional navigation catheter with lot 30433099m was used first and was replaced with another thermocool® smart touch® sf bi-directional navigation catheter with lot 30435841m. Therefore, d4. Lot of 30435841m, d4. Expiration date of 9/9/2021 and h4. Device manufacture date of 9/10/2020 were populated on this report to correct the previously reported data for these fields.

Manufacturer narrative:
Additional information was received on 2/1/2021 that the patient is a female. Therefore, updated a3. Gender field to female. It was also reported that the patient's outcome is unknown. No interventions nor prolonged hospitalization were required. There was no evidence of steam pop occurring during the ablation. The biosense webster, inc. Product analysis lab received the device on (B)(6) 2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).